Event description:
It was reported that the customer experienced a high blood glucose reading of 429 mg/dl. The customer bolused 8.8 units of insulin via the insulin pump's bolus wizard. The blood glucose reading thereafter was 96 mg/dl. She stated that she had 5.9 units of active insulin available and was concerned of how quickly the glucose levels dropped. She was advised that the device was designed for rapid acting insulin, which indicated that it worked as designed. Upon troubleshooting, it was advised that she was supposed to have a blood glucose reading around 136 mg/dl, which was about a 40 unit discrepancy. The most recent blood glucose reading was 45 mg/dl, for which she was advised to treat with glucose. She treated with 4 glucose tablets. She was unsure whether she had calculated her carbohydrates correctly. She declined troubleshooting for high blood glucose, attributing them to her eating habits. The blood glucose reading was 140 mg/dl by the end of the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.